Event description:
New information noted that insulation breaches were noted on the right atrial lead during procedure. The lead was capped and replaced on (B)(6) 2021. The patient was stable prior, during, and post procedure.

Event description:
New information noted that low sensing, low impedance, and insulation breaches were discovered on the right atrial lead during procedure. The lead was capped and replaced on (B)(6) 2021. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise and undersensing. Programming changes were performed. There were no patient consequences.